Event description:
Pt taken to surgery for new tracheostomy. The #10 shiley cuffed trach placed in or and pt taken back to neuro ICU. Approx 3 hours after return to the unit, pt was noted to have audible air leaking through the pt's mouth, and losing her tidal volumes. Tried to inflate cuff, but it would not hold air. Physician paged and new trach equipment gathered from storeroom. Physician placed a size 10 shiley dct trach and everything appeared to be okay. Good sets, tidal volume, etc. Then again approx two hours later, pt again had audible air leaking from her mouth, and the cuff would not hold air except this time patient was able to maintain tidal volumes. Physician came back in.